Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high impedances after an ins replacement, which was due to normal battery depletion. The physician performed a revision and it was found that the ins had been disconnected from the extension. The physician connected the ins and the extension, which led to all impedances being ok except for one on contact 0 (3000 ohms). The physician decided to leave it like this. It was unknown what led or contributed to the issue. The issue was resolved at the time of the report.